Event description:
This lead was implanted on (B)(6) 2013 and remains implanted up to this date. A call to technical services placed on 4/30/2013 states that this lead was pulled back and placed into a vein near the inferior vena cava. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).